Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report doing yard work and the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead moved from the device pocket to under the armpit with the rv lead having moved near the clavicle. A follow up with the patient¿s healthcare provider yielded that the patient has not been seen by the clinic but the physician is aware of the patient¿s concerns and have scheduled an office visit. The device and lead remains in use. No further patient complications have been reported as a result of this event.